Manufacturer narrative:
(B)(4)

Event description:
It was reported that low r-wave amplitude and decreased pacing lead impedance were observed. Possible lead dislodgement was suspected. The lead was repositioned